Event description:
During remote follow-up, low pacing impedance was observed on the right ventricular (rv) lead. Abbott technical support was contacted and confirmed the event. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.